Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. The physician reported that there were no issues with the ion system during the procedure. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the device history record found that there were no related non-conformances for the ion system. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that the patient underwent an ion endoluminal biopsy of 2 targets, one in the right upper lobe and one in the right middle lobe with a 21g needle, forceps, and cytology brush. Biopsies confirmed cancer for both nodules. Bleeding was noted with the biopsy which was stopped with saline. The patient's clopidogrel was held for 1 week and platelets were 113k/ul with normal coagulation labs. The patient was hospitalized, was transfused 1 unit of packed red blood cells, and was successfully liberated from mechanical ventilation and discharged to a rehabilitation facility 13 days after the biopsy. Three days after being discharged the patient died during their stay at the rehabilitation facility after suffering a cardiac arrest. Based on the available data this event is not related to the ion system, instruments or accessories. It is possible the event was procedurally related in the setting of significant underlying co morbidities and hospitalization followed leading to discharge to a rehabilitation facility.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure on (B)(6) 2023 and experienced excessive bleeding requiring intervention and hospitalization. The patient was discharged on (B)(6) 2023 to a rehabilitation facility and later expired on (B)(6) 2023 from cardiac arrest of unknown origin. No information was available regarding the events at the rehabilitation facility. Per the physician, the bleeding likely occurred from a forceps biopsy on the second lesion. The bleeding was stopped with saline irrigation, one unit of packed red blood cells was transfused, and the patient was admitted to the ICU on mechanical ventilation from which she was weaned over time. The patient was transferred to a rehabilitation facility on post-procedure day 13 and passed away while at the rehabilitation facility after suffering a cardiac arrest 3 days later. The patient was chronically ill with copd, peripheral vascular disease, and had a prior stroke. The patient was on clopidogrel which was held for one week prior to the procedure, and was not on any other anticoagulant agents at the time of the procedure. No labs were obtained on the day prior to the procedure; however, on the day after the procedure the coagulation labs were reported to be normal with a platelet count of 113k/ul. The patient had 2 biopsied lesions. Both lesions were 1 cm in diameter. Lesion #1 was located in the right upper lobe (anterior segment) and lesion #2 was in the right middle lobe (lateral segment). Tools utilized included a 21g flexision needle (9 passes total), compatible forceps (6 passes total), and cytology brush (6 passes total). Imaging modalities used were c-arm fluoroscopy, cone beam, and radial ebus. The diagnosis obtained from pathology for both lesions was presence of neoplasm (malignant). The physician stated that there was no malfunction of the ion device or its components.